Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx 8 weeks post procedure, the pt was reassessed for symptoms of vaginal discharge. The physician reclosed the vaginal wall and prescribed premarin cream. The pt remains continent and no further treatment is planned. The device has not been rec'd for evaluation. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedure: urinary retention and infection. Consequences specifically related to materials. Pelvic sensitivities and tissue erosion."